Manufacturer narrative:
(B)(4). Concomitant products: 00630506040, xlpe liner, 62496996. 00620006022, shell porous with cluster holes 60 mm o.d., 62570639. 00625006535, bone scr 6.5x35 self-tap, 62640342. 65771101300, femoral stem 12/14 neck taper plasma sprayed press-fit cementless, 62615839 customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient received a revision procedure three years post-implantation due to pain. An mrt showed thickening of the capsule and effusion of the joint. The head was removed and corrosion was seen inside the femoral head and on the trunnion of the mlt stem. The liner was removed and damaged on removal. The cup was inspected and it was determined a new locking ring was needed. The ring was swapped out and a new liner was implanted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Femoral head was returned and found to be damaged on the bottom surface. The conical taper exhibited dark debris and a thread like pattern. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.